Manufacturer narrative:
It was reported that a single communication failure occurred after registration while the surgeon wanted to send the robot arm in home position. A DHR and a complaint history review was performed and did not identify any contributory factors to the event. A full analysis of data logs indicates that the communication error is due to a known design issue.

Event description:
After the surgeon had finished the registration, he did the verification. He was happy with the verification and wanted to sent the robot home. On the way to the home position a communication error occurred. He had to redo the verification. He was still happy with the registration after the restart. Dbs afterwards and accuracy was good.